Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. The device was not returned for evaluation. A review indicates that additional information is needed to confirm the event and there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation or revision surgery. The device was manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no other events for the reported lot. The exact cause of the event could not be determined as further information is needed. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient has recurrent dislocations. Liner and head were revised to mdm liner and head.

Event description:
It was reported that the patient has recurrent dislocations. Liner and head were revised to mdm liner and head.